Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent transabdominal preperitoneal approach procedure on (B)(6) 2019 and suture was used. During continuous suturing on the peritoneum, the needle broke at the swage part when it was grasped. The needle fragment was removed with forceps without losing sight of the needle fragment. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A suture needle was submitted for evaluation. The component was identified as product code vcpb840d. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.